Event description:
Informed dsd product complaint of this internal dialyzer leak. Blood was sensed in the dialysate and verified by test strip. Estimated blood loss 180 ml due to discard of the extracorporeal circuit of dialyzer and venous line. There were no adverse effects to the pt. MDR filed due to blood loss reported. The actual dialyzer was held for eval. Disinfection/decontamination protocol forwarded to customer.